Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed a crack on case top corners, case bottom tabs, and both plunger cases. Customer?s reported issue was not duplicated during occlusion test. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced plunger cable for preventive measure. Performed occlusion test and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that a system failure event occurred. No patient injury reported.